Event description:
A physician reported to the centurion medical products' sales representative that a patient required a blood transfusion after a circumcision procedure due to post-op bleeding he felt was attributable to our device.

Manufacturer narrative:
An MDR was not filed when the complaint was initially reported because we were unable to confirm whether a reportable event ha actually occurred. In response to multiple inquiries, representatives from the hospital reported there was no record of the reported incident on file. However, during a recent FDA inspection, it was recommended centurion medical products report the alleged incident nonetheless. A second suspect medical device for device 2 (3145cr) has been completed and attached because the hospital was unable to confirm the product code number associated with the complaint. Additional devices: model: 3145cr, catalog # 3145cr, lot# 2013020401, exp date: 01/31/2018.